Event description:
It was reported that the patient was referred for prophylactic generator replacement. Further information was received indicating that the patient's generator has migrated slightly to the armpit which has made it more challenging to communicate with the generator, although interrogation was still possible. The physician also noted that the patient has had an increase in seizures. Per the surgeon, a non-resorbable suture was used to secure the generator during the implant procedure. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent prophylactic generator replacement. Device return is not expected as the explant facility is known to discard all explants. No additional relevant information has been received to date.